Event description:
It was later noted that radiofrequency was used on the cavotricuspid isthmus (cti) and pulse field ablations were in the left atrium.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, while finishing ablation in the left atrium, the patient, who was noted to have an implantable cardioverter defibrillator (ICD), began having runs of ventricular tachycardia (vt). The patient was paced out of vt, but continued to go back into vt either spontaneously or just after a pulsed-field lesion, and the case continued in this manner until posterior wall isolation was completed. The runs of vt worsened after the ablation was completed, and left ventricular mapping was initiated in an attempt to identify a trigger. During initial mapping, the patient decompensated quickly and again went into vt. The patient went into cardiac arrest and died. No further patient complications have been reported as a result of this event.